Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2014-30744 is a duplicate report of 1818910-2015-14371. 1818910-2014-30744 will be rejected. 1818910-2015-14371 will be kept for investigation purposes.

Event description:
Asr revision reported via sales rep.asr xl.unknown hip side.dr. (B)(6) pt had an asr cup and was experiencing pain. Dr. (B)(6) decided to exchange the asr cup to a pinnacle cup, poly liner and ceramic head. He left the well fixed corail in place.